Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported bleeding could not conclusively be established through this evaluation. Multiple requests for additional information were sent to the account; however, no further details were provided. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The heartmate 3 left ventricular assist system lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: one day. No other information was provided. A supplemental report will be submitted when the manufacturer investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient showed clinical signs of tamponade. The patient was taken back to the operating room for a chest washout due to a large pericardial collection seen on transthoracic echocardiogram (tte). The account communicated that there was concern for bleeding from the apex of the heart around the lvad site. The patient's central venous pressure was 10. Additional information was requested but not provided.